Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. After the converter unit of the device was replaced, the issue was resolved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The device was serviced on december 15, 2020 and the converter unit was replaced. The reported phenomenon was attributed to initial failure of the converter unit.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. There was nothing wrong with the appearance of the device. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2020, the customer reported that an error on the device occurred with code e103. The customer also reported that the examination lamp went out and the spare lamp lighted. The device was being used with olympus endoscope enf-v2 at that moment. There was no report of patient injury associated with this event. The device had the same issue back in (B)(6) 2019 and was returned to olympus service operation repair center (sorc) for inspection. Since the error was not duplicated at that time, the device was sent back to the customer with minor repair.